Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Devices are used for treatment. Due to insufficient product information, the compatibility of the involved products could not be verified. A review of the complaint history could not be performed due to missing reference and lot numbers. Initial right total hip arthroplasty performed. Subsequently, it was reported by legal that the patient was revised due to pain and increased chromium and cobalt levels. The revision noted significant joint synovitis and slightly cloudy fluid. Durom cup was revised all other implants remained. Based on the sole legal documentation and no medical records or product return, the reported event cannot be confirmed, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown durom head item# unknown lot# unknown. Unknown alloclassic stem item# unknown lot# unknown. G2. Report source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had initial right total hip arthroplasty on an unknown date in 2008. Subsequently, approximately 10 years later, was revised due to pain and increased chromium and cobalt levels. The revision noted significant joint synovitis and slightly cloudy fluid. Durom cup was revised all other implants remained. Due diligence is in process and to date no additional information on the reported event has been provided.

Event description:
It was reported by legal that a patient had an initial right total hip arthroplasty performed (B)(6) 2008. Subsequently, the patient was revised approximately 10 years later due to pain and increased chromium and cobalt levels. The revision noted significant joint synovitis and slightly cloudy fluid. The initial stem was retained, and the remaining components were exchanged for a competitor dual mobility construct. Diligence is competed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, d6a, d6b, d10, g3, g6, h2, h3, h10, h11. D10. Therapy date was updated.

Event description:
It was reported that the patient had initial right total hip arthroplasty. Subsequently, approximately 7 months post implantation, was revised due to pain and increased chromium and cobalt levels. The revision noted significant joint synovitis and slightly cloudy fluid. Durom cup was revised all other implants remained. Due diligence is in process and to date no additional information on the reported event has been provided.